Manufacturer narrative:
Continuation of medical device: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on right ventricular (rv) lead resulting in inhibition. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.